Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that due to the heavily calcified and mildly torturous anatomy pre-dilatation was not enough in some locations causing the stent to stretch/elongate during deployment resulting in the reported stretched and the reported activation/deployment failure; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with heavy calcification and mild tortuosity. The lesion was pre-dilated with a non-abbott balloon at 24 atmospheres (atm) 3 times for 60 seconds. The 5.00x120mm supera self expanding stent system (sess) was attempted to be used to treat the target lesion; however only partially deployed. The stent became elongated greater than 10% of the expected length. Therefore, the sess, including the stent, was removed from the anatomy under fluoroscopy. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott stent was used to complete the procedure. No additional information was provided.